Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a service technician identified a damaged backup battery clip during routine maintenance of heartmate 3 power module.

Manufacturer narrative:
Section d5: operator of device corrected. Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Sections h5 and h8: corrected for reusable medical device. Manufacturer's investigation conclusion: the reported event of a damaged battery clip within the power module was confirmed, as the returned power module (serial number (B)(6)) was observed to have a damaged streamline cable clip upon arrival at the european distribution center. The unit was functionally tested and performed as intended throughout all testing despite the observed damage. Then, the unit was scrapped. The root cause of the reported event was unable to be conclusively determined through this analysis. Incidental findings: housing damage (rear catch). Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate power module instructions for use (IFU) (rev. C) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. No further information was provided. The manufacturer is closing the file on this event.